Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and high blood pressure. It was stated that the insulin pump did not deliver any insulin, and it did not give any type of alarm prior to the hospitalization. The medical doctor also stated that the insulin pump was dead and he wanted it replaced. The reported blood glucose reading during the phone call was 386 mg/dl.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. The insulin pump passed the displacement. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly.